Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device trained customer reported the suspect device/component will be re-worked with a replacement uim. However, at this time the suspect uim component has not been received for analysis. In the event that the uim is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresponsive touch screen on the user interface module (uim), of this ventilator device. The customer stated no patient involvement with this event.